Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('pain due to recurrent thrush that was pushed into womb') in a female patient who had essure inserted. The patient's medical history included anemia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criterion medically significant). The patient was treated with morphine, 6 month tablets of unknown medication. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('pain due to recurrent thrush that was pushed into womb') in a female patient who had essure inserted. The patient's medical history included anemia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criterion medically significant). The patient was treated with morphine, 6 month tablets of unknown medication. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.